Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: visual analysis found the device was returned with the handle separated from the working length. There were marks observed on both sections indicating that a mechanical tool was used to cut the device. The handle cannula was found detached from the handle confirming the reported event. Both the dimples were visible on the handle cannula. Drag marks were present from the proximal and distal screw toward the proximal end of the cannula as the cannula had been forcibly pulled out from the set screws. The set screws were present in the handle assembly. The distal screw and proximal screw depth were measured and found within specification. Additionally, the working length was found kinked/bent in several locations. Based on all available information, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and integrity. Handling and manipulation of the device during its use can lead to the device kinking. Kinks on the working length can cause more friction on the device generating more tension on the handle when the basket is retracted and this can result in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the handle cannula broke leaving the stone trapped inside the basket. The handle part was cut with a nipper. The wire was then manipulated by hand several times and successfully released the stone from the basket. The basket was removed from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the handle cannula broke leaving the stone trapped inside the basket. The handle part was cut with a nipper. The wire was then manipulated by hand several times and successfully released the stone from the basket. The basket was removed from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.